Event description:
A 35 khz neurosurgical handpiece overheated while in use. Information regarding patient impact or surgical delay is unknown, despite requests for information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.